Event description:
Customer reportedly received results of 42 mg/dl and 154 mg/dl within 10 minutes on the same device. No low blood glucose symptoms. No adverse event reported. No quality controls were used. Requested return of the suspect device and replacement was sent.